Manufacturer narrative:
(B)(4). Date sent: 12/11/2019. Date of event: publication year of 2015. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: robotic-assisted resections of posterior liver segments. Author/s: efanov m.; alikhanov r.; cvircun v.; kazakov I.; melekhina o.; vankovich a.; kim p.; khatkov I. Citation: 5th biennial congress of the asian-pacific hepato-pancreato-biliary association. Singapore. 17 (suppl. 2) (pp 275-276), 2015. This study discussed about the ten robotic-assisted resections of posterior liver segments. Indications included: alveolar echinococcus of s 6,7 (n=1), cystadenoma of s 6,7 (n=1), colorectal metastases of s 3,4, 5,8 (n=1), s 6,7 (n=2), hydatid echinococcus of s 2-7 (n=2), gemangiomas of s 6,7 (n=1), of s 2,3,5,8 (n=1) and intrahepatic cholelithiasis (n=1). Harmonic scissors (ethicon) was used for liver parenchyma transection. Reported complications included mean blood loss during resection of s 6,7 consisted 720 ± 350 ml (n=2); biliary fistula (n=1). In conclusion, robotic-assisted liver resections are longer in duration in comparison with open liver resections. Improvement of short-term results is expected in conformity with learning curve..